Event description:
The customer stated that on (B)(6) 2012, a false positive architect b-hcg result of 28.60 miu/ml was generated for patient sample ID (B)(6). The same sample retested negative at <1.20 miu/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
No return material was available from the customer. A labeling review identified that there are sufficient instructions in the product labeling to assist the customer in resolving this issue. A review of all complaints associated with the architect total b-hcg assay (list number 7k78) and the architect total b-hcg reagent lot 14907jn00 was performed. The review did not identify atypical complaint activity. The architect total b-hcg assay lot 14907jn00 is currently being monitored as part of the architect total b-hcg stability program. This program tests the ability of architect total b-hcg reagents to recover concentrations of b-hcg in abbott serum based single constituent controls. Analysis of testing data for architect total b-hcg assay lot 14907jn00 determined that since manufacture of this product, all requirements have been met. Architect total b-hcg reagent lot 14907jn00 is performing acceptably and within label claims. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).